Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of "blanching, swelling, pain, redness, and small white pustules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported injecting a pt with unspecified juvederm voluma in the lips and left nasolabial folds. Healthcare professional noticed blanching around the left nostril while massaging the pt's lips post injection. The blanching went away fairly quickly, but found that "it blanched every time the doctor massaged the lips and the color returned as soon as the doctor stopped massaging." Three days later, the pt reported "swelling, pain, redness, and small white pustules" down the left side of the nasolabial fold. Pt put bactroban on the effected areas and hylase four days later. Symptoms have resolved.